Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: on investigation, the display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the issue.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen on the pump was dim/faded/discolored. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.